Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported of hearing strange sounds since march 2014. The occurrence of this increased since september 2015. Now she reports intermittent functioning of the device, particularly with head movement. Re-implantation is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported of hearing strange sounds since (B)(6) 2014. The occurrence of this increased from (B)(6) 2015. Now she reports intermittent functioning of the device, particularly with head movement.